Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A supplemental report will be filed if additional information is received. A separate report will be filed for the first valve. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged from the annulus. Severe paravalvular leak (pvl) was noted. Another transcatheter bioprosthetic valve was successfully implanted. No further adverse patient effects were reported.